Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during a surgery using an antegrade femoral nail-(B)(6) on (B)(6) 2013 the drill tip uncoupled. The surgeon reported that during the removal of the sleeve, the sleeve was stabilized and rigidity resulting in the surgery becoming prolonged. Finally, it was reported that the doctor removed the device and drilled by hand motion and the surgery was completed. This is report 1 of 1 for complaint (B)(4).